Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye and a crack on the rim was noted. All box dimensions on the returned samples were measured and passed. Functional testing was performed and passed. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a crack. This was discovered after use. There was no patient injury or medical intervention associated with this event. No additional information is available.